Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer had issues with blank display. Customer stated the pump was shutting off, changed battery; display came back and then shut off again. The customer's blood glucose was 183mg/dl. The customer was advised to insert a new battery and pump display returned. In addition, during this the pump alarmed unexpected restart. Checked pump history and found several other alarms. The customer was advised to monitor the pump.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test,and unexpected restart. No unexpected restart or external ram crc error alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display noted. The pump was programmed with the current time/date, and monitored and tested with the time/date functioning properly. No watchdog timeout alarm was noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, and minor scratches on the display window.